Event description:
A malfunction on the pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer arranged to use a backup insulin pump, and it was confirmed that a replacement pump would be sent to them. Customer technical support provided instructions and confirmed the customer understood the process for putting the pump into storage mode and returning it within 10 days. Delivery details were confirmed, and no signature was required for the package.